Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was repositioned multiple times due to low r-wave amplitude measurements. After being repositioned more than three times, the physician was experiencing difficulty extending and retracting the helix. It was noted that it took up to 25 times to extend and retract. Each position that the rv lead was put in, yielded poor measurements, including high thresholds that would not capture. The rv lead was removed and examined outside the body. The helix was found to be taking significantly longer to extend and retract and there was tissue at the end of the helix. A new rv lead was successfully implanted with good position and measurements. The attempted rv lead is expected to be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. A bent stylet was returned in the lead and the helix was retracted. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test was performed without issue. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was repositioned multiple times due to low r-wave amplitude measurements. After being repositioned more than three times, the physician was experiencing difficulty extending and retracting the helix. It was noted that it took up to 25 times to extend and retract. Each position that the rv lead was put in, yielded poor measurements, including high thresholds that would not capture. The rv lead was removed and examined outside the body. The helix was found to be taking significantly longer to extend and retract and there was tissue at the end of the helix. A new rv lead was successfully implanted with good position and measurements. T he attempted rv lead was returned for analysis.